Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a medial meniscus repair the device's suture looped around anchor (t2) preventing correct deployment. No patient injury or complications were reported.